Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other seven proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using eight proglide devices after a biliac aorto endoprosthesis interventional procedure. Reportedly, the sutures failed to deploy on all eight proglide devices. The method of achieving hemostasis was not reported; however, reported information states that the final patient outcome was surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch reports, the following additional information was received. Reportedly, there were six (6) proglide devices that "when the plunger was retrieved, no suture was present". The six proglides were attempted in the right common femoral artery (rcfa) via a 12f sheath using the pre-close technique. Two additional proglide devices reported were successfully pre-placed using the pre-close technique. The sheath was upsized to an 18f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No surgical intervention was performed. No additional information was provided.